Event description:
Caller states the patient tested 3.0 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No action taken on device result and coumadin remained unchanged based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.